Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced chronic pain and redness at the pulse generator site. Since the patient had the same symptoms with a previous pulse generator the physician suspected an allergic reaction.